Event description:
Early in the morning, the infant was quiet on 8cm nasal continuous positive airway pressure (ncpap) by bubble CPAP at 25% oxygen. The infant was on ncpap prongs. Dual tubing filled with water was entering infant's nose and mouth. Tubing broke at mid-line connection with water continuing to flow out. The prongs removed from the infant. 100% blow-by oxygen was given by mask. The infant's mouth and nares suctioned. Initial desaturation to 67 with improvement with prong removal, suctioning and blow by oxygen. Heart rate in the 100's and improved with intervention. Respiratory therapist was notified. Bubble CPAP, tubing, and infant prongs were removed and taken. They were replaced with a different bubble CPAP, tubing, and infant prongs. Infant returned to 8cm ncpap by prongs maintaining pulse oximeter parameters on 30% oxygen.